Manufacturer narrative:
The device hemocue glucose 201 + analyzer is not marketed in the us. A similar device, the hemocue glucose 201 analyzer is marketed under k020935. The malfunction was caused by a broken copper wire or glitch at the pcb of the analyzer. This incident did not occur in the us.

Event description:
First digit in display did not show for blood glucose meter hemocue glucose 201+. Result 10.7 mmol/l was wrongly shown as 0.7 mmol/l. No pt impact was reported by the customer. The device is for professional use only.